Event description:
It was reported that the ventilator generated alarms for low peep (positive end expiratory pressure). There was no patient harm. Manufacturer's ref #: (B)(4).

Manufacturer narrative:
Our field service engineer investigated the ventilator. The reported event could not be reproduced. No parts were replaced. Provided ventilator logs were reviewed. On the reported event date and time, alarms for peep low and check tubing were generated. These alarms indicate a leakage in the patient breathing circuit or a disconnected tubing at the inspiratory outlet or expiratory inlet of the ventilator. During the situation causing the alarms, the measured volume will be different than the set or expected volume. The technical log does not contain any technical error codes to indicate that there was a ventilator malfunction at the time of the event. The ventilator passed pre-use check prior and after the event. The cause of the reported alarms for peep low was most likely a leakage in the patient breathing circuit. The cause of the leakage has not been determined.